Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and heavy tortuosity. The 3.5x12 mm xience xpedition stent was implanted and a dissection occurred. Treatment, if any, was not reported. There were no adverse patient sequela. No additional information was provided.